Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected and underwent leak and functional testing. No visual damages nor abnormalities were found. The balloon passed leak testing; however, the balloon did not pass functional testing due to pressure higher than specification. The cuff and pump were visually inspected and underwent leak testing. No visual damages nor abnormalities were found in either of the components. The cuff and pump passed leak testing. Based on the information available and analysis results, device performance did not likely cause or contribute to the reported patient symptom which is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that several months post-implant of this artificial urinary sphincter (aus), the patient experienced an infection and erosion at the pump site. A revision surgery was performed to explant and replace the device. No device issues nor additional patient complications were reported.

Event description:
It was reported that several months post-implant of this artificial urinary sphincter (aus), the patient experienced an infection and erosion at the pump site. A revision surgery was performed to explant and replace the device. No device issues nor additional patient complications were reported.